Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was programmed to pace the patient at 70 bpm, yet ECG strips confirmed the patient's intrinsic rate was 53-60 bpm.